Manufacturer narrative:
Manufacturer ref. No. (B)(4). Baxter is currently evaluating this device. A supplemental MDR will be submitted when the device evaluation is complete.

Event description:
It was reported that a device alarmed for air in line messages. There was no pt injury.